Event description:
It was reported by service report that there is intermittent power. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: auxiliary power cord's ground prong was bent and loose; main power cord's power prong was loose.